Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer was failed to recover and it was unable to open. A field service engineer (fse) had found that drawer 5 would not open. The fse had opened the back panel and, upon inspection, discovered that the latch sensor was loose. The sensor had been reseated, after which the drawer had been recovered. The drawer had then passed the diagnostic test successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer did not respond to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.